Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation under the lifevest equipment. Patient described the area as red and itchy under the electrodes. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised on an over-the-counter treatment plan for the skin irritation. Follow up indicated that the skin irritation improved.